Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance when a ventilator was turned on, the display froze at the six images screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). A single board computer (sbc) printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator the ventilator display froze at the six picture screen. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.